Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for gi bleed. The patient received packed red blood cells; and was noted to have avm's on colonoscopy.